Event description:
A bayer rep reported the following: a (B)(6) male pt suffered an alleged air injection while connected to the avanta fluid management system. Following the first injection into the pt's lca (left coronary artery), the pt's vital signs temporarily deteriorated; subsequently, the pt was transferred to the intensive care unit for observation and recovered later that day. The physician and staff personnel that performed the procedure stated that the avanta fluid management system was not responsible for the alleged incident.

Manufacturer narrative:
A system service checkout of the avanta fluid management system found the system was performing to spec. In addition, the system has been in use daily since the reported occurrence. The disposables in use during the diagnostic portion of the procedure were discarded by the site nad unavailable for eval. Lot numbers of the disposables in use during the diagnostic portion of the procedure were provided. Testing of the following retained samples performed to spec. Multi-pt disposable set (mpat) syringe (material #(B)(4)) - lot# 158404. Multi-pt disposable set (mpat) tubing (material #(B)(4)) - lot# 141105. Single-pt disposable set (spat) tubing (material #(B)(4)) - lot# 141302. Add'l applications training has been accepted and performed at the site. In the event add'l info is obtained, a follow up report will be submitted.